Event description:
It was reported that a spectrum pump was missing the door shim. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval confirmed through observation that the flow directional shim was missing. The missing shim was replaced.